Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing automatic mode switch on the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient condition was stable.